Event description:
It was reported that 3 of the bd plastic non-sterile luer-lok¿ tip syringe cartons were found with chlorate contamination before use. The following information was provided by the initial reporter: "three of these cartons with batch 2276462 were found to have chlorate contamination, which means we cannot use them."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported three cartons had chlorate contamination. To aid in the investigation, twenty-seven loose samples were received for evaluation by our quality team. No defects were observed on any of the samples; the samples returned are acceptable per product specification. This product code is sold as a bulk on-sterile syringe; therefore, no sterilization process occurs on the syringes. There is no use of any chlorine on the manufacturing line or anywhere in packaging line. Associates use chlorine wipes to wipe the tracks; however, there is no opportunity identified for chlorine to enter inside the fluid path. A device history record review was completed for provided material number 301027, lot 2276462. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2276462 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.